Manufacturer narrative:
(B)(4).

Event description:
Please verify answer to tsq has the receiver been exposed to moisture or humidity, dropped or damaged? Please add details describing the specific damage to the receiver.

Manufacturer narrative:
(B)(4). MFR (3004753838-2025-112215) was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.